Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert, vibrator alert and back lighting functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with the active insulin functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had audio and vibrate anomaly. Customer blood glucose level was unknown. Customer also stated that the insulin pump had pump error and self-test was interrupted by pump error. The device will be returned for analysis.